Event description:
It was reported that a pt underwent an endometrial thermal ablation procedure in 2009. The pt had a severely anteverted uterus. The surgeon had sounded the uterus to 8 centimeters. In order to get the balloon into place, the surgeon had to place a weighted speculum and placed the "white portion of the wand" between the speculum and the left labia. He left that in that position for the entirety of the procedure. The pressures were stable at 170 and he had used 30cc in the balloon, all of which returned at the end. The surgeon tested the balloon after the procedure and saw no leak. The pt came in 5 days later complaining of vulvar pain, and was found to have a second degree burn where the labia had come in contact with the wand.

Manufacturer narrative:
Date sent to the FDA: 10/06/2009. Conclusion code: the device instructions for use state "hold the balloon catheter immobile and centered in the uterine cavity during procedure with the valve oriented upwards".